Event description:
Since 04/2001 lifescan milpitas has confirmed by it's own visual inspection 9 cases in which one touch basic test strip vials had labeling issues. Four vials had all the label information missing, two vials had their label missing, two vials had printing offset causing part of the lot number and label information missing and one vial had ink smudged, making the cal code hard to read. In the absence of accurate calibration code and control range, which are normally printed on the label of test strip vial, three scenarios seem reasonably possible: 1-customer may not use the vial possibly resutling in no treatment or treatment in the absence of a glucose reading 2-since the vials are sold in cartons of at least two with the same cal code and control solution range, the customer might correctly use the information from the other vial 3-finally and least likely customer could proceed using an arbitrary cal code, perhaps the most recent one on the meter. This could lead to an inaccurate result and present customer with a serious injury. CAPA-lfs-149 has been generated as a result of these cases, 5 of which occurred in the year 2002. The root cause is under investigation.